Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently, bleed back was noted in the tubing. The tubing set was being used with a power injector to deliver an unspecified solution. After an unspecified length of time in use, the tubing ruptured at an unspecified location. An unspecified volume of bleed back was noted in the tubing. There was no reported adverse patient effects. No medical interventions were reported. Through requested, no additional information was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was elevated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. The information on reprocessing of the device was requested; however, no response has been received.